Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found the dome to have been separated from the body. The distal end of the body shaft presented evidence of cutting by scalpel or similar instrument. Additionally the proximal surface of the dome appears to have been cut. The incisions in the dome were smooth and deep enough to cut completely through the dome material.   It was noted that the condition of the returned unit was consistent with the complaint incident that button bolster was detached. Based on all gathered information the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that a low profile button replacement g tube was used during a replacement of gastrostomy tube procedure. The exact procedure date is unknown, however, the device was in place for approximately 5 months. According to the complainant, during withdrawal, the internal bolster detached into the stomach. As the detached portion was unable to be removed endoscopically, the physician felt that it would pass naturally. The procedure was completed with a new low profile button replacement g tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿no damage.¿

Event description:
It was reported to boston scientific corporation that a low profile button replacement g tube was used during a replacement of gastrostomy tube procedure. The exact procedure date is unknown, however, the device was in place for approximately 5 months. According to the complainant, during withdrawal, the internal bolster detached into the stomach. As the detached portion was unable to be removed endoscopically, the physician felt that it would pass naturally. The procedure was completed with a new low profile button replacement g tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿no damage.¿